Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was over-filling the cartridge. Tandem technical support educated the customer not to overfill the cartridge. There was no reported adverse impact to the customer. The customer declined loading a new cartridge and resumed insulin with the current cartridge.